Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 2 months. Thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of the deposition surrounding the bearing ball and the areas of denaturation surrounding the bearing cup indicated this deposition was present while the pump was supporting the patient. Examination of the pump upon disassembly also revealed flat, non-laminated, tissue-like depositions on the body of the rotor. These depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. The origin of this deposition and a duration for which it was present in this location could not be determined. Although a root cause for the development of the observed depositions could not conclusively be determined, they could have contributed to the patient¿s reported elevated lactate dehydrogenase levels. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had suspected device thrombosis and was placed on heparin. The patient had an increasing lactate dehydrogenase level, hematuria and an echocardiogram showed a potential obstruction. The patient's inr was therapeutic between 2 to 3. The pump was exchanged on (B)(6) 2015 due to the thrombus. Reportedly, the patient is stable after the pump exchange.